Manufacturer narrative:
Section a4: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further events have been reported at this time. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 10 months. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient had one ventricular tachycardia/fibrillation episode between 12:58am-1am on (B)(6) 2019, non-sustained for 4 seconds. The patient presented to the emergency department. The episode started again in the ventricular fibrillation zone with a 1min and 36 second duration and maximum rate of 214 beats per minute. 4 antitachycardia pacing therapy rounds and 1 35 joule shock was delivered; this therapy was reportedly unsuccessful. The episode ended with a 1 second nonsustained ventricular tachycardia. The patient also reported chest pain and implantable cardioverter-defibrillator (ICD) shock for ventricular tachycardia occurred. Non-myocardial infarction elevation of troponin was reported. Interrogation of the ICD revealed the patient was appropriately shocked for ventricular tachycardia after atp was unsuccessful four times. Troponin level was 0.19 to 0.21 without ischemic changes on electrocardiogram. The patient was continued on 5 mg oxycodone every 6 hours for pain. The patient was started on 150 mg mexiletine twice daily which they were on before, prior to discharge, and continued on 200 mg amiodarone daily. The patient was discharged on (B)(6) 2019. No further information was reported.